Event description:
It was reported the camera head had an image that disappears and darkens, blacks out and has color lines. The issue occurred during procedure for test period. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. Corrected fields- e2, e3. Updated fields- d8, h2, h3, h4, h11. The device was returned for evaluation and the customer's allegation was confirmed. In additional, the device evaluation found coupler rust, cable failure, dirt and torque was below the standard value. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the cable failure caused the video function to not function properly, resulting in the "no image output and dark image". A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image that disappears and darkens, blacks out and has color lines. The issue occurred during procedure for test period. There were no reports of patient harm.